Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing an irritable cough for about a year. There was no report of serious patient harm or injury. The patient has alleged to having allergy testing performed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing an irritable cough for about a year. There was no report of serious patient harm or injury. The patient has alleged to having allergy testing performed. The device was returned to the third-party service center for further evaluation. During evaluation of the device at a third-party service center, the device logs were downloaded and error code was found. There was no evidence of foam particles found during the testing of the device. The service center found dust and dirt inside the device. The device was scrapped. In this report, evaluation method code, evaluation results code and conclusion code has been updated.